Event description:
It was reported that the pt experienced shocking sensations at the neurostimulator site, last night for 2 minutes. The following day, the shocking sensations had been present for the past hour. The pt has lost 20-30 lbs and experienced a lack of therapeutic effect since the device was implanted. Further info is being requested from the hcp.

Manufacturer narrative:
.